Event description:
It was reported that pump displayed malfunction alarms identified by code 9-0x20f1. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was later able to start charging and was recognized by computer, device was planned for return for further evaluation, and customer received replacement pump.